Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10.the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. It is likely the cord holder (maj-1466) was removed together with the screws by the user facility and stored in the facility before the customer returned the equipment.as stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur.the legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced device was returned to the service center. A full inspection on unit was performed and the unit failed inspection due to the top cover (left side), both cord holder screws were missing. Additionally, there was a worn scope socket causing poor connection with scopes and camera heads; the threads are damaged. A software and power switch upgrade to the latest version is recommended. The device was repaired to standard specifications and returned to the customer. A review of the repair history shows no previous repair records; the device was purchased on march 30, 2013. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, during a preventative maintenance inspection, both (top cover) cord holder screws were found missing during a standard service inspection of the evis exera iii video system center. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.